Event description:
It was reported that the device severed during the operation. The customer thinks that this was caused by customer, but requested the sample to be evaluated. No adverse pt consequences or time delays were reported.